Event description:
The hcp reported the pump "stopped working slowly in one years time. Noticed less pain relief. Then stopped would start up with jolts of drug. Started withdrawal." The pump was explanted and replaced and returned to the MFR for analysis. Follow up report will be sent when additional info is received.